Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was presented to the hospital after experiencing diaphragmatic stimulation. A review of the patient's system revealed loss of capture on the left ventricular (lv) channel. A high out of range pacing impedance measurement of greater than 3000 ohms and some sensing issues were also noted with the cardiac resynchronization therapy defibrillator (crt-d) and lv lead. The crt-d was reprogrammed and remains implanted and in service. No adverse patient effects were reported.